Manufacturer narrative:
On 4/17/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained clear fluid. No foreign material was observed within the device or on the shell surface. During initial evaluation the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Deflation complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. A manufacturing record evaluation (mre) was performed for the finished device number 7569727, and no non-conformances related to the reported complaint were identified. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 800cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor cpx 4 breast tissue expander 800cc on (B)(6) 2019.